Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on november 12, 2019. The customer¿s blood glucose level was 300 mg/dl to 400 mg/dl and the other blood glucose level was 298 mg/dl. The customer declined troubleshooting for high blood glucose level. The customer was treated with and insulin intravenous boluses fluid during hospitalization. Customer was unable to complete carelink upload. The device will not be returned for analysis.